Event description:
The contact stated that the customer tested and received back to back results of 26 and 141 mg/dl. The difference between the readings falls in the "c" zone of the parks error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer did not have any strips left that gave erratic results, so no product will be returned.